Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. No motor position encoder error alarm or software error alarm could be verified and the displacement test could not be performed due to the motor error alarms.

Event description:
Customer reported that the insulin pump had alarmed for a motor error after going through a MRI. The blood glucose reading was 256 mg/dl. Customer treated with a bolus before the MRI. She was assisted with clearing the alarm but stated that she was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.